Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade stopped rotating when it touched the uterus. The procedure was converted to an open procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.